Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 and drawer 4.2 were consistently failing. The field service engineer (fse) identified that two cubies required recovery, successfully recovered one cubie, and performed an eject on the other. The fse completed both actions and restored normal functionality of the drawers. The fse verified that the customer performed inventory on both drawers without any issues and confirmed that no further problems were reported with the station. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers 2.1 and 4.2 consistently failed and displayed a required maintenance message. The station was rebooted several times, but the drawers continued to fail when access to the pockets was attempted. However, there were no delays or adverse events or injuries reported based on this event.